Event description:
It was reported that the pen (stylus) was not working properly. It was further noted the "pen input connector faulty". The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Stylus is intermittent. Connector is damaged/bent. Hinge plate is cracked.